Event description:
Additional information was provided stating the patient was hospitalized following the aseptic endophthalmitis diagnosis. Drug treatment was administered and a vitrectomy was performed. The patient was discharged from the hospital and recovered.

Event description:
An ophthalmologist reported endophthalmitis following an intraocular lens (iol) implant procedure. The lens remains in the eye additional information has been requested but not received to date.

Manufacturer narrative:
Additional information: a voluntary recall of acrysof restor® and restor® toric iol models occurred on (B)(4) 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(4) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in japan. Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals.

Event description:
Additional information was provided that the patient experienced hyperemia, posterior synechia and hypopyon. Bacteriological test was negative. Symptoms improved but recurred after treatment. Patient was admitted to the hospital again.

Manufacturer narrative:
Manufacturer is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received these iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling these multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6)whose clinics have inventory of these iols to stop using them. Product evaluation: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Product evaluation: the customer indicated the use of an approved cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The handpiece model was not provide. It is unknown if it was the qualified model for this cartridge. The manufacturing investigation has not identified a root cause to date.

Manufacturer narrative:
(B)(4).